Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set¿s tube ¿ballooned out¿ and leaked. An unspecified dye was being injected into a patient at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. During a visual inspection of the device it was identified that there was a lump on the sets tubing. A clear passage and pressure testing were performed without issue. The directional insert for the set cautions the user that use with a power injector could leak to tubing rupture. It was determined that the cause of the lump was using the set with a power injector. Should additional relevant information become available, a supplemental report will be submitted.